Event description:
On (B)(4), 2010, I had surgery for pop. Within weeks, I started having problems with pain, infections, and painful intercourse. It's been 8 months and I am still having problems. My original surgeon said he couldn't find any problems and the mesh was doing it's job. I sought a second opinion at (B)(4) hospital, (B)(4). The surgeon there has determined that the surgical mesh is degrading. I am now scheduled for surgery to remove the mesh (B)(4), 2010. Why is this product still on the market? I now hear of all of these horror stories about the mesh. I was never told by my original surgeon that there was a problem. I even asked if this was a safe product. He assured me that it had been used for yrs with no problems.